Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and unexplained high blood glucose of 1010mg/dl, and she was treated with an insulin drip and manual injections. It was stated that the customer experienced aches and cramps. Troubleshooting was declined as caller mentioned having bent cannulas, which may have caused the high glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.